Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, a curved opening, around 0-25% of the shell is missing. A leak test was performed and one opening was found and one broken. A microscopic analysis identified a curved sharp opening on the valve bond edge assessed as an unidentified(tear) opening(no shell thickness due to an opening is under plug strap), broken shell with striated edge on posterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp opening due to unidentified(tear) opening, broken shell with striated edge assessed as surgical damage and missing shell that is assessed as inconclusive. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.